Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3: complaint sample was received for evaluation in open condition. During visual evaluation of received complaint sample it was found that suture got separated from swaged needle potion. Die crimp marks was seen on needle & suture tip. As complaint sample pack was received in open condition functional product evaluation cannot be performed on received sample. Five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture needle pull off, needle pull test is applicable & measurable parameter. The average needle pull value of retain sample meets the usp average needle pull strength requirement. All the individual needle pull off values for retain sample were found above usp individual specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a reconciliation of left inner finger block procedure on (B)(6) 2019 and suture was used. The suture and needle got separated from the swage point at the time of suturing. There were no adverse patient consequences reported.